Event description:
During verification testing at the service center, unrestricted flow was noted when the door was opened.

Manufacturer narrative:
The device was received. Investigation is not complete. The event that is being reported was noted during verification testing. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).